Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had battery issues with the insulin pump. They had gone through 7 batteries in three days. They went through testing and placed a battery in but after three hours, the insulin pump was dead again. They had already previously called to troubleshoot. They had received replace battery now alarms. It was also noted that the reservoir compartment¿s retainer ring had popped off. The customer¿s blood glucose level was unknown. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the replace battery now alarm. They stated that the battery was not previously used. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.